Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2012. The patient's medical history included menorrhagia, multigravida, parity 3 and uterine dilation and curettage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterine ablation -march 2014). Essure treatment was not changed. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: uterine ablation- mar2014, ict2012 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: 1. Complex left ovarian cyst measures 2.3 x 1.7 x 1.9 left ovary measures 3.4 x 2.0 x 3.5 cm. Further clinical follow-up is recommended. Intramural leiomyoma measures 2.2 left ovary measures 3.4 x 2.0 x 3.5 cm. And is abutting the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case become serious incident.mr received. Event uterine hemorrhage become serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.